Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva 24 ga x 3/4 in single port had foreign matter. The following information was provided by the initial reporter: after catheter placement, the hcp attempted to withdraw the needle but felt resistance and could not withdraw it.

Event description:
It was reported that nexiva 24 ga x 3/4 in single port had foreign matter. The following information was provided by the initial reporter: after catheter placement, the hcp attempted to withdraw the needle but felt resistance and could not withdraw it.

Manufacturer narrative:
Correction: not being able to disconnect the tubing from the hub may lead to customer dissatisfaction or patient inconvenience as a new IV insertion may be required but does not lead to harm / serious injury. This complaint is not MDR reportable. The initial MDR is void.